Event description:
During a pre procedural count, the team counted and verified 4 lap sponges were included in the surgical pack when they should come in a set of 5. This was recognized prior to the start of the procedure and there were no associated incorrect counts or patient harm. Acl repair pack ref: dynj51736, lot: 24lba204, exp: 05/31/2027.